Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an urological procedure on an unknown date, and a reservoir was attached to a drain. After the procedure, the reservoir became swelled in 30 minutes after the patient was brought back to the ward. On the following day and the day 3, the reservoir became swelled shortly after it was activated. The reservoir was removed on the day 3. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Pc-(B)(4). The following information was requested, but unavailable: was any leakage detected? => no information. Were all the connections found to be secure? => no information. Was any exudate collected in the reservoir after each activation? => no information. Was another reservoir used to complete the case? => no information.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 8/31/2020.